Event description:
The patient was taking an unspecified medication via a humapen ergo teal/opaque pen body (lot number a1449) fitted with a clear cartridge holder for an unknown indication. The person operating the device was the patient. It is unknown if the operator of the device was trained. The device was reported as broken. The device was returned to the co. Initial analysis by the quality assurance department found: two broken engagement tabs. The product is out of specification for dose accuracy. Two tab breakage has been shown to result in an underdose of product. The device was returned to the MFR for additional evaluation.